Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed approximately three quarters of the way down the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damaged seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles from the non-cavity ID end potting cut surface at approximately 90 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. Upon extraction of the fiber bundle, , a potted fiber fragment (measuring approximately 0.33 mm in length) was identified at approximately 90 degrees on the non-cavity ID end. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.